Event description:
The generator panel of this x-ray system seems to have burned components. This burning incident happened over the weekend, when no one was at the site. The system was found to be non-operational on monday morning. The smoke alarms did not go off. The fire department was not called into action. Service was called in for repair and found transformer windings burnt.

Manufacturer narrative:
Eval conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.